Event description:
Biomed found an ECG cable that was not standard to all other cables throughout the hospital. In this cable, we noted that the colors for ECG leads were not in a standard format and that it translated into waveforms that would be incorrect. Further, we believe this is isolated to one specific lot number, but we must at this point ask all our users of spacelabs to review the color pattern of ECG leads on the trunk cable. We have referenced users to locate the brown dot on the cable, but also know that the black and red dots are wrong on the incorrect cable. We've asked our users to please be on the lookout for these cables and alert biomed upon any finding that are wrong.